Manufacturer narrative:
Exact date unknown, event occurred 2 years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned as it was discarded by the medical facility. No further information has been obtained despite good faith efforts.